Event description:
It was reported that a device had a defective keypad. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluate the device. Keypad malfunctions were obvious during the product evaluation. The following keys are inoperable: number 5, 7, 8 and 9 keys caused by a failed keypad. When attempting to navigate through care area/drug selection, and attempting to input desired parameters the following was observed: when any of the remaining functional keys are pressed an automatic output of the number 5 key will occur following the selected key's function (e.g. Numerically: when the number 1 key is pressed, 15 will be displayed, alphabetically: when the "abc" key is pressed, am will be displayed interfering with mdl drug searching opportunities). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.